Event description:
The report from the affiliate indicated that the hub of the delivery system (in the welding connection) broke before inflation of stent. Eventually it was not possible to begin inflation because of the contrast leaking from delivery system hub. Afterwards, it was not possible to finish stent deployment, and the physician decided to remove the device. Additional info was received that pci was being performed on a lesion in the right coronary artery. The device was removed from the packaging without any difficulty and there was no damage to the packaging of the device. When trying to inflate the stent, it was observed that the hub was cracked, but not separated from the rest of the sds. The device did prep normally. Omnipaque 340 or ultranit 370 was used at a 40/60 ratio. A boston scientific deflator was used in the procedure and was used successfully with other devices. The balloon did not partially inflate. There was no injury to the pt and the procedure was successfully completed.

Manufacturer narrative:
Please note that this device is not distributed in the us, but it belongs to the same class of devices as the cypher sirolimus drug eluting stents that are distributed in the us. It is also available for testing and eval, but the engineering report is not yet available. Additional info received will be submitted within 30 days upon receipt.